Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) failed to provide telemetry. It was discovered that the icm was not present anywhere on the patient's body. A new icm was implanted in the patient. No patient complications have been reported as a result of this event.